Event description:
It was reported that there were random increases in shock impedance, up to 200 ohms. These occurred a few months ago and the impedance has been stable since, at around 46 ohms. The patient was evaluated in clinic and isometrics did not reveal any changes; the situation was not reproducible. It was planned to monitor the patient more closely. At this time, the implantable cardioverter defibrillator system remains in service and no adverse patient effects were reported.